Manufacturer narrative:
The investigation of product damage (sterile sleeve damage) has been completed. The root cause of the product damage (sterile sleeve damage) was not determined as no product or images were returned for analysis.

Event description:
The complainant reported the patient was on impella 5.5 support and while on support, the sterile sleeve became disconnected from the plastic touhy lock exposing the 9f catheter and breaking the sterility of the device. Support continued until successful bridge to transplant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.